Event description:
It was reported that the ht70 ventilator had occlusion alarm. There was no patient involvement. The customer stated that the device was opened, the tubing connections were reseated and the issue was resolved.